Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively, the following were noted: trunnion wear ("bird beak"), liner wear and discoloration, extensive black tissue. The stem, head, and liner were revised. Rep confirmed that no further information will be released.